Event description:
The customer stated that a sedated patient was scanned on an achieva 1.5t mr system and after a prostate examination with the synergy cardiac coil a 2nd degree burn on the thigh was observed.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.